Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and cleaned the iabp unit affected by the blood back. The resolved the issue by replacing the pneumatic module assembly. The fse also updated the software to b.17. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a blood back. Although patient harm, serious injury or adverse event was not reported when initiating this complaint, it is unknown whether patient harm occurred as a result of this reported incident. Attempts are being made to confirm same.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and cleaned the iabp unit affected by the blood back. The resolved the issue by replacing the pneumatic module assembly (0997-00-1178). The fse also updated the software to b.17. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.